Event description:
The customer reported being hospitalized due to diabetes gastroparesis and high blood glucose. The customer was experiencing unexplained high glucose for one day. It was stated that the events leading to her admission was nausea and vomiting. The customer stated that the insulin pump had cracks at the battery compartment. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.